Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: power supply defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: during the calibration of the o2 cell the device turned off even though it was connected to the mains and battery inserted with alarm. Since the device does not recognize the mains power supply..

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: power supply defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: during the calibration of the o2 cell the device turned off even though it was connected to the mains and battery inserted with alarm. Since the device does not recognize the mains power supply.